Manufacturer narrative:
(B)(6). Service inspected the module. S and r1 syringes were replaced as they were leaking. Trigger/pretrigger manifold was found to have a slow leak. The dispense valves were new ((B)(6) 2021), so both bypass valves were replaced. The vac pumps were inspected and found one with a broken flap that would have caused a significant drop in vac pressure. A leaking vac fitting on the vac accumulator was also causing issues. The pumps were rebuilt, and the fittings replaced. A review of the service history did not identify additional service or complaint issues on or around the time of the issue that may have contributed to the issue. Ticket trending review did not identify any trends for the complaint issue. A review of tracking and trending data in the product monitoring review for alinity I/architect ia systems found no systemic issues or trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the alinity I processing module (B)(4).

Event description:
The customer observed (B)(6) alinity I hiv ag/ab results for multiple patients that are (B)(6) on an alternate method. The following results were provided: (B)(6). There was no impact to patient management reported.

Event description:
The customer observed false positive alinity I (B)(6) ag/ab results for multiple patients that are negative on an alternate method. The following results were provided: (B)(6) 2021 sid (B)(6) initial result = (B)(6) s/co, repeat result = (B)(6) s/co, (B)(6) s/co, and (B)(6) s/co. (B)(6) 2021 sid (B)(6) initial result = (B)(6) s/co. (B)(6) 2021 sid (B)(6) initial result = (B)(6) s/co. (B)(6) 2021 sid (B)(6) initial result = (B)(6) s/co, repeat result =(B)(6) s/co,(B)(6) s/co, and (B)(6) 2021 s/co. (B)(6) 2021 sid (B)(6) initial result =(B)(6) s/co, repeat result = (B)(6) s/co, (B)(6) s/co, and (B)(6) s/co. (B)(6) 2021 sid (B)(6) initial result = (B)(6) s/co, repeat result = (B)(6) s/co. (B)(6) 2021 sid (B)(6) initial result =(B)(6) s/co, repeat result = (B)(6) s/co . There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier and date of event: sid (B)(6); (B)(6) 2021. Sid (B)(6); (B)(6) 2021. Sid (B)(6); (B)(6) 2021. Sid (B)(6); (B)(6) 2021. Sid (B)(6); (B)(6) 2021. Sid (B)(6); (B)(6) 2021. Sid (B)(6); (B)(6) 2021. Service inspected the module. S and r1 syringes were replaced as they were leaking. Trigger/pretrigger manifold was found to have a slow leak. The dispense valves were new (aug 21'), so both bypass valves were replaced. The vac pumps were inspected and found one with a broken flap that would have caused a significant drop in vac pressure. A leaking vac fitting on the vac accumulator was also causing issues. The pumps were rebuilt, and the fittings replaced. A review of the service history did not identify additional service or complaint issues on or around the time of the issue that may have contributed to the issue. Ticket trending review did not identify any trends for the complaint issue. A review of tracking and trending data in the product monitoring review for alinity I/architect ia systems found no systemic issues or trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the alinity I processing module (B)(4).